Event description:
It was reported that the patient was checked due to complaints of feeling like they did before receiving the pacemaker. Loss of capture was noted on the right atrial lead. The lead was also noted to have intermittent infinite impedance measurements, high capture threshold, and a lead polarity switch to unipolar. During the revision procedure, the atrial lead appeared to be fully inserted and tested normally through the analyzer. The physician noted a large amount of blood in the atrial port all over the pin. The physician suspected possible grommet damage allowing blood/fluid ingress. A new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).